Manufacturer narrative:
The investigation of the reported pressure transducer failure during pre-use check has been finalized. The review of the returned device logs can confirm the issue, the sub-test monitoring pressure transducer test kept failing. The investigation of the returned pressure transducer did not show any faults. When mounted into a test ventilator device, the pressure transducer passes several tests without deviations. Previous investigations have shown that debris/dirt can sometimes be found in the ceramic cavity on the top of the sensors' chip, when this happens, the pressure transducer test fails during pre-use check. This can however not be verified in this case as the returned pressure transducer worked according specifications. The cause of the reported failure cannot be established by this investigation.

Event description:
Manufacturer's ref #: 257513.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).